Event description:
It was reported that a balloon ruptured occurred. The 70-85% stenosed target lesion was located in the moderate to severely calcified and moderate to severely tortuous proximal right coronary and mid-right coronary artery. A 2.00 x 10 wolverine balloon was advanced but was unable to cross due to calcification. A 2.50mm x 12mm nc emerge balloon was advanced and inflated for 3 seconds but was unable to cross the calcified lesion. The balloon ruptured at first inflation at 7 atm for 3 seconds. And was removed. Another 2.75 x 12 mm nc emerge balloon was introduced but it was unable to cross the lesion. An opticross hd imaging catheter was introduced to view the lesion, but it was also unable to cross the calcified lesion. The procedure took very long and was rescheduled. No patient complications were reported. It was further reported that the balloon rupture occurred when inflated at 8 atm for 4 seconds rather than at 7 atm for 3 seconds as was previously reported. The device was completely removed.

Event description:
It was reported that a balloon ruptured occurred. The 70-85% stenosed target lesion was located in the moderate to severely calcified and moderate to severely tortuous proximal right coronary and mid-right coronary artery. A 2.00 x 10 wolverine balloon was advanced but was unable to cross due to calcification. A 2.50mm x 12mm nc emerge balloon was advanced and inflated for 3 seconds but was unable to cross the calcified lesion. The balloon ruptured at first inflation at 7 atm and was removed. Another 2.75 x 12 mm nc emerge balloon was introduced but it was unable to cross the lesion. An opticross hd imaging catheter was introduced to view the lesion, but it was also unable to cross the calcified lesion. The procedure took very long and was rescheduled. No patient complications were reported.